Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump iabp units pressure wave form was not displayed and was replaced with other equipment. There was no personal injury caused.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) determined that the external pressure connection line was damaged due to improper operation by the user. Fse advised, it is strictly forbidden to be used clinically before repairing. It was also found that the equipment and needed to replace the battery pack, and informed the customer of the equipment. It cannot be used clinically without complete repair. Quoted to customer and the customer was unable to confirm the maintenance for a long time after receiving the official quotation, and informed our company that there will be no maintenance for the time being. The device was not repaired. After doing 3 gfe we haven't received any information. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : service not requested by customer